Event description:
Consumer had essure (ess205) inserted on (B)(6) 2006. Neither an hsg test was performed or follow-up with the physician who implanted the essure because she moved to other state. After implantation her hair fell out, she had labor like pains, periods lasting 7-10 days every two weeks, weight gain (70 lbs), nausea, constant cramps, joint pain, irritability, brain fog, hearing loss, inability to heal properly, chronic and acute inflammation of my uterus and cervix, she developed endometriosis, adenomyosis, polycystic ovarian syndrome, had no energy and no sex drive. Since essure, she became allergic to percocet and bactrim. She also experienced depression and mood swings which started one month after essure was inserted. She had heavy bleeding for 3 months after essure placement and it was treated with hormones. In late 2011 or early 2012 (states her memory has been poor since essure) she also had a mirena inserted for the heavy bleeding. Few weeks after mirena insertion, she had abdominal pain. Due to this a pelvic ultrasound showed a septated ovarian cyst and the mirena was removed. In (B)(6) 2013, she underwent a total abdominal hysterectomy with bilateral salpingectomy and oophorectomy. She stated the pathology report showed multiple different types of cysts in the uterus, inflammation of the cervix and tubes were laying patent. After removed, all symptoms disappeared.

Manufacturer narrative:
Follow up information received on 04-mar-2016: no new information. Follow-up information received on 15-mar-2016 from consumer via social media: the consumer stated that basel cell carcinoma was the first type of cancer she had (there was a picture of her head). Not in direct sun light and there was no known family history. Company causality comment: this report refers to a consumer who had essure (fallopian tube occlusion insert) and mirena (levonorgestrel) inserted and bled for 3.5 months/heavy bleeding, her hair fell out, she experienced labor like pains, periods lasting 7-10 days every two weeks, weight gain (70lbs), nausea, constant cramps, joint pain, irritability, brain fog, hearing loss, inability to heal properly, chronic and acute inflammation of uterus and cervix, endometriosis, adenomyosis, pcos, septated ovarian cyst, no energy, no sex drive, immune system not working well, and basel cell carcinoma. Hair fell out, weight gain, joint pain, irritability, hearing loss, inability to heal properly, endometriosis, adenomyosis, pcos, septated ovarian cyst, no sex drive and basel cell carcinoma are unlisted while the other events are listed according to reference safety information for essure. Bled for 3.5 months/ heavy bleeding, her hair fell out, labor like pains, periods lasting 7-10 days every two weeks, nausea, constant cramps, chronic and acute inflammation of uterus and cervix, septated ovarian cyst, no energy are listed for mirena while the other events are unlisted. Bleeding may occur following the micro-insert placement procedure. All events were considered related to essure use due to compatible temporal relationship but hearing loss, endometriosis, pcos, septated ovarian cyst, and basel cell carcinoma which were considered unrelated due to their pathogeny. The events were considered unrelated to mirena use but septated ovarian cyst, which was diagnosed after its use. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. According to product technical investigation results, there is no reason to suspect about a product quality defect.

Manufacturer narrative:
Follow-up information received on 13-nov-2013: no new information. Fup information on (B)(6) 2013 from the consumer: she was (B)(6) at the time of the events. The consumer reported her medical history: born with a cleft lip and palate and she underwent multiple corrective surgeries .it was reported that she had depression (at (B)(6)) which was treated with lexapro. The consumer became pregnant while was using depoprovera and in 2004 her son was born. She also reported that she became pregnant again and in (B)(6) 2006 her daughter was born. Her drug history includes depoprovera use until two weeks prior essure placement. According to her she had normal regular menstrual cycles prior to essure placement. The consumer reports that neither an hsg test was performed or follow-up with the physician who implanted the essure because she moved to other state. The consumer reported that since essure was implanted she became allergic to percocet and bactrim. She also experienced depression and mood swings which started one month after essure was inserted. She had a heavy bleeding for 3 months after essure placement and it was treated with hormones. In late 2011 or early 2012 (states her memory has been poor since essure) she also had a mirena inserted for the heavy bleeding. Few weeks after mirena insertion she had abdominal pain. Due to this a pelvic ultrasound showed a septated ovarian cyst and the mirena was removed. In (B)(6) 2013, she underwent a total abdominal hysterectomy with bilateral salpingectomy and oophorectomy. She stated the pathology report showed multiple different types of cysts in the uterus, inflammation of the cervix and "tubes were laying patent". Follow up received on 13-nov-2013: no new clinical information received. Fup information received on (B)(6) 2013: no new clinical information. Ptc investigation result received on 28-jan-2014. (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in dev@com." Medical assessment: the reported medical events are not necessarily indicative of a quality defect. The events were reported with an occurrence over a long period of 8.5 years and are of broad nature. Lack of efficacy may occur under the use of any product. Additionally, treatment noncompliance was reported. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". Based on the available information, there is no reason to suspect a quality defect. Follow-up was received on 12-feb-2015 by consumer: she reported that her immune system is not working well since she had essure inserted. Follow-up information received on 28-feb-2015: no new clinical information provided. Company causality comment: this report refers to a consumer who had essure (fallopian tube occlusion insert) and mirena (levonorgestrel) inserted and bled for 3.5 months/heavy bleeding, her hair fell out, she experienced labor like pains, periods lasting 7-10 days every two weeks, weight gain (70lbs), nausea, constant cramps, joint pain, irritability, brain fog, hearing loss, inability to heal properly, chronic and acute inflammation of uterus and cervix, endometriosis, adenomyosis, pcos, septated ovarian cyst, no energy, no sex drive and immune system not working well. All events were considered serious due to disability. Hair fell out, weight gain, joint pain, irritability, hearing loss, inability to heal properly, endometriosis, adenomyosis, pcos, septated ovarian cyst and no sex drive are unlisted while the other events are listed according to reference safety information for essure. Bled for 3.5 months/ heavy bleeding, her hair fell out, labor like pains, periods lasting 7-10 days every two weeks, nausea, constant cramps, chronic and acute inflammation of uterus and cervix, septated ovarian cyst, no energy are listed for mirena while the other events are unlisted. Bleeding may occur following the micro-insert placement procedure. All serious events were considered related to essure use due to compatible temporal relationship but hearing loss, endometriosis, pcos and septated ovarian cyst, which were considered unrelated due to their pathogeny. Serious events were considered unrelated to mirena use but septated ovarian cyst, which was diagnosed after its use. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. According to product technical investigation results, there is no reason to suspect about a product quality defect.

Manufacturer narrative:
Follow-up information received on 19-oct-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2050). Consumer reported that she had essure inserted in (B)(6) 2006, after a day she started bleeding, it continued for about 3 months. For nearly ten years she suffered from headaches, sometimes debilitating, body aches and pains also debilitating, loss of hair, in clumps, painful periods that would last 10 days, and stop for 3 and start again for another 10, bleeding so much that she would literally turn white as a ghost, blood clots the size of half dollar, bloating and looking almost 8 months pregnant, and nearly 7 years of pain and torture. She had a total hysterectomy with findings of chronic and acute inflammation of her uterus and cervix, endometriosis, adenomyosis and 3 different types of cyst on her ovaries. After the surgery she had liver disease because of the weight she gained when she had essure, polycystic ovarian syndrome, possibly skin cancer in her head and she has to go to a neurologist because she loses track of time and cannot remember most days. Company causality comment: this report refers to a consumer who had essure (fallopian tube occlusion insert) and mirena (levonorgestrel) inserted and bled for 3.5 months/heavy bleeding, her hair fell out, she experienced labor like pains, periods lasting 7-10 days every two weeks, weight gain (70lbs), nausea, constant cramps, joint pain, irritability, brain fog, hearing loss, inability to heal properly, chronic and acute inflammation of uterus and cervix, endometriosis, adenomyosis, pcos, septated ovarian cyst, no energy, no sex drive, immune system not working well, and possibly skin cancer. All events were considered serious due to disability, except for possibly skin cancer, serious due to medical significance. Hair fell out, weight gain, joint pain, irritability, hearing loss, inability to heal properly, endometriosis, adenomyosis, pcos, septated ovarian cyst, no sex drive and possibly skin cancer are unlisted while the other events are listed according to reference safety information for essure. Bled for 3.5 months/ heavy bleeding, her hair fell out, labor like pains, periods lasting 7-10 days every two weeks, nausea, constant cramps, chronic and acute inflammation of uterus and cervix, septated ovarian cyst, no energy are listed for mirena while the other events are unlisted. Bleeding may occur following the micro-insert placement procedure. All serious events were considered related to essure use due to compatible temporal relationship but hearing loss, endometriosis, pcos, septated ovarian cyst, and possibly skin cancer which were considered unrelated due to their pathogeny. Serious events were considered unrelated to mirena use but septated ovarian cyst, which was diagnosed after its use. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. According to product technical investigation results, there is no reason to suspect about a product quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.